Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient's legal representative stated severe pain with daily activities and intercourse.

Event description:
Additional information received from patient's legal representative indicated recurrent intrinsic sphincter deficiency resulting in urinary leakage, vaginal pain, dyspareunia, vaginal bleeding, and dysuria.

Manufacturer narrative:
This follow-up was created to add the additional information. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.